Manufacturer narrative:
Corrected data: d1 the device was returned. The investigation has been completed, and the results are as follows: DHR results DHR was reviewed by daybreak. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference#: (B)(4).

Event description:
On 03/20/2026, it was reported that the button broke off the lower tray when the device was being worn. The device was delivered to the patient and was first used on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.